Event description:
It was reported that during a ls s1 tlif/mis spinal fusion procedure, the bur broke in the attachment. It was also reported that another device was available to complete the procedure and there was a procedural delay of 5 minutes. It was further reported that there was no adverse consequences as a result of this event.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for evaluation. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial. The attachment associated with this MDR is as follows: part number: 5100120952, lot number: 11333.